Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was obstructed and it was unable to recover. The field service engineer (fse) had shut down the medstation and removed the back panel, and the row board cable had been disconnected and reconnected from the drawer control board before powering the station back on, but the issue persisted. The fse had then shut down the station again, opened drawer 2.1, and removed a paperclip that had been contacting the pins. After powering the station back on, the fse performed functional testing. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a jammed drawer. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.